Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed a repair test step relating to the active exhalation proportional valve. The service technician states that the active exhalation controller valve was replaced to address the issue. Additionally, there was a gap between the base enclosures. The base enclosure was reseated. The device passed all final testing.